Manufacturer narrative:
The technician found loose pins in the communication cable and the cable was not connected to the composer interface board at the head of the bed. The technician installed a cable saver and connected the cable to the composer interface board to repair the bed.

Event description:
Information received indicates the room lights cannot be operated from bed. The patient cannot place a nurse call using the bed call switch. Patient cannot hear huc respond in the expected location.